Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported following a heart catheterization for an acute myocardial infarction (mi) a 6f angio-seal evolution was deployed. When the drape was removed, the staff noticed that the pt's right groin was enlarged. Staff continued to monitor the enlarging thigh area. The groin was noted as normal with no ooze, hematoma, or frank bleeding noted. The thigh was cold to touch and mottled in appearance. The pt deteriorated with severe hypotension and bradycardia. The pt was given atropine and dopamine, stabilized and manual compression was applied for 30 minutes. The pt recovered and was taking anti-coagulant medication as prescribed.